Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had lifted something heavy and had felt ill since then. A follow up took place and it was noted that the right ventricular (rv) pacing impedance measurements were high and out of range. No change were made. No adverse patient effects were reported.

Event description:
Additional information noted that the device and rv lead were explanted and will not be returned. In addition it was noted that a lead fracture was alleged but not confirmed.